Event description:
It was reported that during the implant attempt, the lead superior vena cava (svc) coil caught on the end of the introducer, and when the physician pulled on the lead, the svc coil bunched up. The lead was not implanted, and another lead was used. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Defib conductor distorted. Blood in/on helix mechanism. Damaged at implant.